Event description:
It was reported that the ¿patient with l1 trauma underwent a surgery with two above two below fusion at th11-l3. During the surgery, metallic debris flied off at the time of breaking off a set screw. No fragment was left in the patient and no patient injury was reported.¿

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Confirmed this is not a break-off set screw. Thread crest and flank appear undamaged. Material lodged in root of thread tooth near the leading edge of set screw. Location and morphology of material consistent with mating thread. No other portion of the mating implant returned for analysis. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.